Manufacturer narrative:
A review of the device history record (DHR) for lot no. 17g25363x indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No sample was provided. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint is unable to be confirmed. A root cause could not be determined. A potential root cause has been identified as syringes may have been jammed between the dials in the kahle system during the assembly process. No corrective or preventative action is required at this time. This complaint will be utilized for tracking and trending purposes.

Manufacturer narrative:
Correction: after receiving additional information from the customer it was verified that this was a duplicate of FDA report 1915484-2019-01023. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted under report 1915484-2019-01023.

Manufacturer narrative:
Additional information has been requested from the initial reporter but at this time no additional details have been provided. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that the syringes are arriving cracked and are leaking.